Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number is unknown. Visual inspection: the device was returned. The balloon did not appear to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 6mm x 300mm balloon. The catheter was kinked 34.9cm from the distal tip. As the kink was not reported by the user, it is possible that the manner in which the device was packaged for return may have contributed to the kink. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was then inserted through an in-house 6fr terumo introducer sheath without issue. The balloon was then inflated with water using an in-house device in order to functionally test the device per the IFU. The balloon was inflated to rbp (14 atm), and then deflated without issue. The catheter was then retracted from the sheath without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is unconfirmed for difficult to insert and retraction problems, as the balloon was able to be fully inserted and retracted through an in-house introducer sheath without issue. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues or the introducer sheath contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, the location of the balloon should be confirmed while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: backload the distal tip of the ultraverse® 035 pta dilatation catheter over the pre-positioned guidewire and advance the tip of the balloon to the introduction site. Advance the catheter through the introducer sheath/guide catheter and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile normal saline at all times. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the introducer sheath/guide catheter and withdraw the deflated dilatation catheter over the wire through the introducer sheath/guide catheter. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath/guide catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly was difficult to insert through the 6fr introducer sheath in the right sfa. It was further reported that there was difficulty retracting the balloon back through the sheath. Reportedly, another pta balloon catheter was used to successfully complete the procedure. There was no reported patient injury.